Event description:
It is reported that the pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Eval summary: office visit notes state that the pt was bending over and reaching when she popped the hip out posteriorly. This is the pt's third dislocation since the devices were implanted. A common precaution is not to bend at the hip more than 90 degrees. It is likely that the pt's movement as she bent over was not recommended and caused the dislocation. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.